Event description:
Patient had a simple chamber defibrillation with a damaged lead that was being replaced on (B)(6) 2024. Follow-up was conducted and it was believed that the damaged lead was a durata lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).